Manufacturer narrative:
The device was returned and based on the visual inspection and functional test performed on the returned device, the device did meet the standard specification and no abnormalities were found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center was connected to another scope, a horizontal noise occurred and then the image went black. The issue occurred during preparation for use for a diagnostic upper gastrointestinal endoscopy. The procedure was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Inspection and testing found noise, image blackout, and error e532 (video cable not connected error) when shaking the interface cable connected to the video system. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.